Event description:
Patient has a history of breast cancer with modified radical mastectomy 11 years ago. Patient had reconstruction in 2004 (latissimus dorsi myocutaneous flap and submuscular tissue expander). She returned in three months for routine exchange of tissue expander with a mcghan saline filled implant. Over the past month, the patient noted deflation of the breast implant. She returned to or for removal of the ruptured implant and replacement with another mcghan saline filled implant.